Event description:
Covidien received a report from a biomedical engineer that during a preventive maintenance, a n-395 was giving 100% high spo2 readings with a test stimulator and when measuring his own saturation levels with a known good sensor.

Manufacturer narrative:
Covidien has not received the unit to investigate the reported problem.